Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient reported going to urgent care to have their bandage replaced because it was red. A day later, patient was disappointed that they haven't voided on their own so they were switched from program 2 to 1. Stimulation was set at 2.5v and the patient felt it in their bicycle seat area. They also reported having a herpes lesion that is bothering them so they went to the ER the night before to have their dressing changed. On (B)(6) 2017, they felt the urge, but was unable to self void and reports not having any voids as of yet. On (B)(6)2017. Patient reported still not being able to void. On (B)(6) 2017, patient reported their symptoms weren't improving. On (B)(6) 2017, patient said they aren't happy with the evaluation and reported still not being able to self void on their own. Patient had a program change from 2 to 3 with the sales rep today. On (B)(6) 2017, patient was still disappointed and is not seeing any improvement. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Intervention required is no longer applicable. If information is provided in the future, a supplemental report will be issued.